Event description:
The customer contact reported the device did not deliver in the concurrent mode. The device was returned to the biomedical department with a report that stated, "won't run concurrently b line stops, only a line runs". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies events and no reported delays of critical therapies while the pump was in clinical use. Though requested, the customer declined to provide add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.